Event description:
The consumer reported using the product for six to seven hours in the bra area. When the product was removed, the consumer described a burn resulting in oozing and purulent drainage. The consumer did not seek medical attention at the time of the incident and treated the area with bandages.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.